Event description:
Medtronic received information that prior to, during, and following the implant of this transcatheter bioprosthetic valve, bradycardia was noted; no treatment was prescribed. Two days post-implant, heart block was noted; no treatment was reported. Six days following implant an electrocardiogram (ECG) revealed atrial fibrillation (afib) when temporary pacing was paused. An electrophysiology consult was ordered and the patient was implanted with a permanent pacemaker ten days post implant. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional patient information and device unique identifier have been received and have been added. If information is provided in the future, a supplemental report will be issued.